Event description:
It was reported that during the implant procedure, the lead was difficult to position and a coil separation was noted under fluoroscopy after it was inserted into the body. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Visual inspection noted one exposed svc defib conductor wire was fractured (overstress). Electrical testing determined that continuity of the conductors was complete. The defib conductor was distorted. The helix electrode consistently extended and retracted.